Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found in the pump history: on (B)(6) 2025 at 00:21:05.000, pump error 63 alarm (variable=15) (filenumber: (B)(4), linenumber: (B)(4). On (B)(6) 2025 at 08:50:59.000 , pump error 63 alarm (variable=15) (filenumber: (B)(4), linenumber: (B)(4). On (B)(6) 2025 at 08:51:07.000 , pump error 4 alarm on (B)(6) 2025 at 08:51:10.000, pump error 63 alarm (variable=15) (filenumber: (B)(4), linenumber: (b)(40. On (B)(6) 2025 at 08:51:10.000, pump error 63 alarm (variable=15) (filenumber: (B)(4), linenumber: (B)(4). On(B)(6) 2025 at 08:51:20.000, pump error 4 alarm . Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. The test p-cap locks properly into the reservoir compartment. Pump received with cracked lcd window, pillowing keypad overlay, missing display window cover, peeling keypad overlay, cracked select button keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 4 and 63 alarm. Pump error 4 and 63 alarm confirmed, problem isolated to the electronic assembly. Cosmetic damage was confirmed at the lcd window and display window cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the belt clip was broken and reported a crack and scratch on the display window cover. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis.